Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Angiogram photographs were obtained and confirmed a slightly high access stick and extravasation present. Based on the information submitted, following a protected pci. A 14f manta was planned for closure in the left common femoral artery. The physician estimated the arteriotomy to be 6.0mm, minor calcification, with a deployment depth measurement of 6 + 1. Arterial access was slightly high. There was a 15-minute hold following the index procedure closure due to the patient's activated clotting time was high. The physician did not agree to administering protamin since there were stents involved. During manta deployment, the patients act was 320. Following deployment, a slight bleed was present. The slight bleed is likely due to a prolonged clotting time. Post-angiogram indicated extravasation proximal to the manta lock. A contralateral stent was deployed and resolved the bleed. Angiograms submitted for this investigation indicated an injury proximal to the access site; likely from multiple attempts to access prior to deployment. Also noted, the stent is barely covering the manta, indicating the stent was placed to address another issue, and not manta. Additionally, the extravasation was not coming from the manta device area. The root cause of the extended hemostasis requiring a covered stent is due to use error. If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. The IFU confirmed to list potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site. Procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta being used to close the left femoral artery after a protected pci with impella. Stick was a bit high, but within our parameters. Act was high during closing, but since stents were involved, physician decided against protamine to lower the act. Waited 15 minutes post-procedure prior to initiating deployment of the manta to lower act. Act still at 320 when physician began. Deployment was good with a little bleeding. Post-angio revealed an extravasation proximal to the ss lock. Pressure was held while physician accessed contralateral side and ran a covered stent up and over and deployed. Extravasation was fixed and patients pressures were fine. Patient moved to ICU for overnight observation.